Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A representative reported via phone call of low blood glucose readings from the insulin pump. The representative stated that the customer had a visit to the emergency room due to her low blood glucose readings. The customer refused to eat as she spitted everything out. The customer declined to troubleshoot for low blood glucose readings.